Event description:
Sorin group (B)(4) received a report that the roller pump touch screen was unresponsive post-operatively. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the roller pump touch screen was unresponsive post-operatively. There was no patient involvement. The investigation is ongoing. A follow up report will be sent when the investigation is complete.